Manufacturer narrative:
This supplemental report is being submitted to correct the lot number of the device to provide the device manufacture date, and to provide the device evaluation results. The referenced device was returned to olympus for evaluation. A visual and microscopic inspection confirmed that the distal tip of the sheath was broken off. The missing portion measured approximately 6mm in length was not returned. Further inspection found multiple scratches on the beak and a small dent on the distal portion of the inner sheath tube. Additionally, the device passed mechanical and functionality testing. This type of beak damage is most likely due to physical impact caused by mishandling.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. The most likely cause for this type of sheath damage can be attributed to excessive pressure applied during the procedure. The instruction manual warns users: "always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath's insulated distal tip." If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the distal tip of the sheath broke off. It is unknown if any device fragment fell inside the patient. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and in writing but with no result.